Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band was faulty and that the muscle wire in cubie tray row d was damaged.the field service engineer replaced the retractor band and cubie tray to address the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer was encountered a failure. The customer reported that the malfunction resulting in a delay in the dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.